Event description:
The pt was having a myelogram and had just had the contrast injected and the needle removed. The x-ray table & image intensifier was stuck in a 45 degree angle. The pt had to crawl out from under the image intensifier onto a stretcher in little space and at an elevation. The pt was transferred to the next room and the study was completed with no other issues.